Manufacturer narrative:
G6: previously reported ime e2403 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep reported the patient had an MRI on 4/16/24 and the stimulator was put in MRI mode at that time. Rep do not recall what else was done with the stimulator after that because rep have not seen the patient. 2025-nov-25, patltr (con): it was reported that patient was scheduled for MRI and the stimulator had to be put in MRI mode. Prior to stimulator being turned off, had began to experience severe weakness in her leg. The weakness made her feel as if she was going to fall due to leg weakness. 11/15/25, patient had the stimulator turned back on, the levels are slightly lower than previous settings. Patient is currently trying the stimulator again and her family is monitoring the benefits of her pain relief and leg/muscle weakness.

Event description:
It was reported that the stimulation from a pain stimulation implantable pulse generator (ipg) was turned off because it "doesn't work." The caller stated that the stimulation was turned off at least a year ago. Additional information was recieved from the manufacturing representative. Rep reported the patient had an MRI on (B)(6) 2024 and the stimulator was put in MRI mode at that time. Rep do not recall what else was done with the stimulator after that because rep have not seen the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.